Event description:
It was reported that during use with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: per customer, on 9/25/23, they ran one patient specimen that was positive for n1 only with a CT value of 35.1. Specimen was repeated using cepheid and the result was negative. On 9/26/23, same sbt was repeated on both side a and side b, and the results were negative.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. 44500301) lot 2291561 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2291561 was manufactured according to specifications and met performance requirements. Customer reported a patient sample where only one target tested positive (n1 target) with the bd sars-cov-2 reagents for bd max¿ system lot 2291561. When repeated, the sample tested negative twice on the bd max¿ instrument as well as on another molecular testing platform (cepheid). Despite several attempts made to receive information from the customer, no information nor data was provided for the investigation, the investigation was thus limited. Based on the available information, and without data, bd is unable to identify a cause for the customer issue but sample at the assay limit of detection have been identified as possible causes of discrepant results when only one target is positive. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max system lot 2291561. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: per customer, on (B)(6) 2023, they ran one patient specimen that was positive for n1 only with a CT value of 35.1. Specimen was repeated using cepheid and the result was negative. On (B)(6) 2023, same sbt was repeated on both side a and side b, and the results were negative.